Manufacturer narrative:
The needle was returned for investigative analysis. The needle manufacturing records were reviewed and no related deviation or anomalies were found. The needle was subjected to electrical testing and performance testing. The customer complaint of a muscle spasm could not be confirmed as the needle passed all investigative testing including electrical performance testing. No performance issues with the needle were observed. The root cause was no failure found.

Event description:
During the final thaw phase of a cryoablation procedure, the patient presented a muscle spam around the access site. The spasm stopped and started when thawing was off and on and all the needles. The physician asked to turn on the thawing on each needle individually and the spam was associated with only one of the needles. The doctor thought there may have been an electrical current from the needle touching a nerve causing the spam. The needle that was identified with spasm was kept and will be returned to galil for investigation. Case was completed as expected.